Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Customer reports that he was changing a cartridge in his pump, but could not resume insulin delivery.